Event description:
It was reported that a power source alert 07 occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to plug the wall adapter into an outlet known to work and wait at least 30 consecutive minutes for the pump to begin charging.